Event description:
It was reported that a large volume folfusor underinfused; (B)(4). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from february 03, 2022 - february 04, 2022. The actual device was received for evaluation with 230 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b3/d10: the events occurred on (B)(6) 2022 (previously submitted as (B)(6) 2022). Correction made to b5: the quantity of the affected products was two (2) [previously submitted as one (1)]. H10: two (2) actual samples were received for evaluation [previously submitted as one (1)]. The second device was returned with 62ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were within product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.